Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, there was increased threshold capture noted on the right ventricular (rv) lead. Upon further interrogation, there was a perforation confirmed with echocardiogram imaging. The rv lead was repositioned the following day to resolve the event and the patient was in stable condition.